Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom head broke away or became loose / came apart to the point where the metal prongs became exposed [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age stated that 3 oral-b dual clean brushheads out of a pack of 6 had a problem whereas the bottom head broke away or came loose. She noted that one of them came apart to the point where the metal prongs became exposed while brushing her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.